Event description:
A review of svc data detected a reportable problem. During servicing, belt sn (B)(4) would not securely latch to a monitor. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector wold not securely connect with the monitor. The cause for the inability to properly connect with the monitor is a defective trunk cable connector. The root cause of the defective connector has been positively identified. No adverse event resulted from the damaged electrode belt. The last pt to use this belt did not report any deficiencies.